Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer device successfully regained connectivity to the local network and became visible on remote support service (rss). A technical support specialist completed a database backup followed by a full synchronization. The device was now fully operational, and approval was received to close the case. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed disconnected mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.